Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case on display window corners, broken reservoir tube lip, missing o-ring and cracked case on reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated the insulin pump had cracks on each corner of the screen and rubber washer was coming out in the reservoir housing. Troubleshooting was done. Customer's blood glucose was 100 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.